Event description:
To activate the infant heel warmer it was folded in half by the user which resulted in contents bursting from packet. The user obtained another packet and used the same method to activate which resulted in second packet bursting open and contents spraying out. There is no warning on box that this can occur if directions for activation are not followed (directions state that warmers must be squeezed from side to side).